Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, there was an increase in capture threshold that resulted in a loss of capture in the unipolar pacing configuration on the right ventricular (rv) channel. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of increase in capture threshold and loss of capture were not confirmed. As received, a complete lead with a stylet inserted was returned in one piece. Electrical testing and x-ray examination performed revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead was performed and no anomalies were observed with the exception of damage found consistent with procedural damage.